Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that it was unknown if the infection had been resolved. The ins would not be returned as the customer discarded it. The patient¿s weight at the time of the event was unknown. It was indicated that the patient initially reported the event. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Explant date not provided in previous supplemental report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was implanted with a spinal cord stimulator on (B)(6) 2019. It was reported that the patient had infection and they had swelling and pain at the incision sites. There were no factors, just normal use that led to the reported issue. It was reported that an appointment with the implant physician was scheduled for today and the physician was notified of the patient¿s symptoms. It was reported that the issue had not yet been resolved but surgical intervention (explant) was planned for today ((B)(6) 2019). No further complications were reported/anticipated.